Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, with capillary glucose readings escalating to the 480¿550 mg/dl range despite approximately (B)(4) units of insulin delivered, prompting full supply changes, site rotation guidance, data entry of meter values, and subsequent temporary disconnection to administer a manual injection. Symptoms included shakiness associated with severe hyperglycemia. Outcomes included continued use of therapy after manual injection and reconnection, with glucose decreasing to 226 mg/dl and no hospitalization. Investigation included troubleshooting of infusion site location and replacement of consumables, verification via manual glucose testing, and follow-up to assess regulation. Investigation of this case revealed that glucose levels improved after site change guidance and an off-pump manual correction dose, which suggested a probable infusion-site or delivery effectiveness issue prior to intervention, though a definitive device malfunction was not identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.